Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. The customer's blood glucose level had no reported impact. Customer reverted to alternate method of insulin therapy.